Event description:
It was reported the product leaked at the level of the needle (yellow junction). Flow of fluid infusion through the needle when properly in place.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.